Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 code: health effect - clinical code - 2396- sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2025, while the patient¿s cgm was reading 80 mg/dl, the patient¿s mother saw the patient¿s cgm value on the follow app and called the patient to tell her to drink some juice. However, the patient stated she already had some glucose tablets. The patient¿s cgm value continued to drop to 42 mg/dl. The patient self-treated with juice and more glucose tablets. The patient¿s mother also came over to check on the patient, and she found her vomiting. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 700 mg/dl and she was transported to the emergency room (ER). At the ER, the patient was diagnosed with diabetic ketoacidosis and treated with 8 units of insulin. The patient was still at the hospital at the time of report. She had a sore throat due to all the vomiting and was being observed for other unspecified complications. The patient¿s bg level was within ¿normal range¿ by the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.